Event description:
In may 2006 the lay user/reporter contacted lifescan (lfs) alleging the one touch ii meter was set to the incorrect unit of measure. The medical affairs specialist (mas) spoke with the patient in june 2006 to obtain and verify information. On the date of event, the patient noted his blood glucose result was presented in the mmol/l unit of measure on the reported meter. He was unable to understand the reading. The patient was unable to provide the specific result obtained. This was the first time the patient had noted the meter was set to the incorrect unit of measure. The patient took no action following the use of the meter. The patient stated he also did not take his sliding-scale insulin dose, as he was unable to interpret the blood glucose reading in teh mmol/l unit of measure. Afterwards, the patient experienced the symptoms of lack of energy, high blood pressure and vomiting. At an unspecified time, a family member took the patient to the emergency room, where his blood glucose level was tested to be 600 mg/dl. The mas confirmed with the patient he was treated intravenously, but he was unable to provide the specific treatment. It is unclear why it was originally reported that the patient was treated with intravenous 'glucose'. The patient was admitted to the hospital with a diagnosis of hyperglycemia. The patient takes humulin insulin on a sliding scale, based on meter readings. He has no backup meter. The customer advocate (cca) determined during the troubleshooting telephone call, the meter had previously been set to the correct unit of measure, and the patient had not entered the meter's settings and changed the unit of measure. The meter, test strips and control solution were replaced. The patient obtained a blood glucose reading on the reported meter in the mmol/l unit of measure, was unable to interpret this reading, and chose not to take his sliding-scale insulin dose. The patient then became hyperglycemic, and required emergency medical attention and treatment. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.